Event description:
It was reported to ge that the headholder cracked in two places when the pt suddenly and violently moved. The headholder was replaced. The hosp did not initially report the event, but is doing so now as a result of a lawsuit alleging injury. There is no further info available at this time as to the extent of the injury.